Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented for follow-up in backup vvi. The pulse generator was explanted and replaced on (B)(6) 2013.